Event description:
A caller reported receiving a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided the caller with detailed instructions for resetting the pump, and the caller planned to reset the pump at their convenience, with a follow-up if the issue persisted.